Event description:
It was reported that foreign matter was noted on a catheter. "Dark spots/rough spots/grooves on the inner part of these catheters¿.

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaints of foreign matter or damaged catheter could not be confirmed from the 24g insyte autoguard device that was provided for investigation from lot 5267948. No damage or defects were identified from visual observation. A microscopic examination revealed a visual variation in the striped catheter tubing; however, no physical deformation, folds, or tactual irregularities were identified on the surface of the catheter. The catheter was acceptable according to the visual standard. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.